Event description:
The event involved a connector tego¿ where it was reported that when the connection started to the patient in the hemodialysis room, air was observed in the arterial line of the extracorporeal circuit and an outflow blood, through the tego arterial connector. The tip of the tego connector was damaged or missing. It was necessary to stop the blood pump and to close the clamp of the arterial and venous line to prevent air passing to the patient. The therapy was paused and isolated from the patient to eliminate the air flow. The patient was left in recirculation in the closed circuit. The tego connector was removed, and the condition of the catheter was verified, and there was no findings of cracks or anomalies. The lines were connected directly to the catheter and the patient's therapy was restarted. Everything was checked and was correct, thus the patient continued therapy without any complication or damage. The tego connector was removed and replaced by another one with the same reference, patient did not suffer sequels. As a preventive action the set was inspected before and during use. Although the event did occur during use with the patient, no one was harmed as a result of this event.

Manufacturer narrative:
The device is not available for investigation; however, photos were provided. Investigation is pending. D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the di and 501k e1 initial reporter facility name: (B)(6). E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
Three photos were returned by the customer showing the lat-d1000 tego connected to the setup. There was leakage from the tego connector observed. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used set a comprehensive failure investigation cannot be conducted and a cause determined. The device history report (DHR) for lot 13768003 was reviewed and no non conformities were found that would have led to the reported complaint.